Event description:
During preventative maintenance (pm) performed on (B)(6) 2023, the autopulse platform (sn (B)(6)) failed functional testing and displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering up. No patient involvement.

Manufacturer narrative:
During preventative maintenance (pm) performed at zoll, the autopulse platform (sn (B)(6)) failed functional testing and displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering up. A load cell characterization test was performed and indicated failing load cell module 2, likely attributed to the aging of the platform, failed component(s), or mishandling such as a drop. The autopulse platform was manufactured in october 2015 and is over 7 years old, well beyond its expected service life of 5 years. The failed load cell was replaced to remedy the fault. During visual inspection, it was noted that there was a hole in the load plate cover that would affect the watertight seal, unrelated to the noted device failure. The likely root cause for this observed physical damage is user mishandling. The load plate cover was replaced to address the issue. During a further device inspection, the drivetrain motor brake assembly air gap was measured too narrow, being out of the specification. The probable root cause of this issue is attributed to wear and tear. The brake gap was adjusted within the specification to address the issue. Following the service, the load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).